Manufacturer narrative:
This product is manufactured in the (B)(4). But is not marketed in the u.s. Diopter: +23.00 (B)(4).

Event description:
The reporter indicated that the surgeon used a ks-x + 23.00 diopter preloaded injector. Prior to implantation, the lens became stuck in the cartridge. No patient contact.

Manufacturer narrative:
Evaluation of the returned product found the iol blocked inside the lumen of the nozzle and ovd was injected. Root cause was identified to be user error as the "hold position" where the lens should be confirmed was observed to be 8-10mm from the tip of the nozzle. The recommended method is to hold the lens at 4-6mm from the tip of the nozzle. (B)(4).